Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu). The issue was determined to be a node configuration post replacement. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure (no communication between the energy.). The unit energized and cauterized, and all ports recognized the test instruments. Per procedure log review, the following was confirmed: the umbilical hernia tapp procedure took place on 11-oct-2022 via system sk2713. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the electrosurgical generator unit (esu) issue was reproducible and replaced after the procedure by the field service engineer (fse). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the customer encountered a message reporting vio-dv integrated electrosurgical unit (iesu) was not connected. Prior to calling for support, the customer had tried to power cycle the system and the iesu with no change. The reporter verified the connection on the iesu was fully seated. The iesu connection on the video processor (vp) was seated with no change. The customer did not believe they had a cable to connect the force triad. The tse recommended a hard power cycle of the vision side cart (vsc). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.